Event description:
It was reported that the communicator was stuck in infinite boot up cycle. The communicator power cord getting hot. A boston scientific technical services (ts) assisted the patient in troubleshooting. A communicator power cycle was performed. There were no storms or outages observed. The communicator issue persisted. The company representative advised to replace the communicator. The communicator was no longer in service. No adverse patient effects were reported.